Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient developed a driveline infection. The patient was taken to the operating room for a driveline revision and wound "wash out" procedures three times on (B)(6) 2015. It was reported that after each "wash out", the drainage continued and the wound cultures remained positive. The patient underwent an unspecified number of additional "wash out" procedures in the or until the infection cleared. The patient is currently stable and being maintained on oral antibiotics.

Manufacturer narrative:
Approximate age of device: 1 year and 4 months.a correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.